Manufacturer narrative:
The insulin pump was received with intermittent button response due to j2/lcd unlock keypad connector. Analysis was unable to perform self test and off no power due to intermittent button response. No weak battery alarm. The insulin pump was received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 101 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.